Event description:
(B)(4) .

Manufacturer narrative:
The prismaflex hf1000 set was discarded and not available for inspection. The review of the prismaflex hf1000 set device history record and complaint history files for the lot number 12a3007 shows that there is no related mfg anomaly and no similar complaint. The device was used off label; instructions for use advises that the prismaflex hf1000 set should be restricted to pts with a body weight greater than 30kg. The root cause of the reported event remains unk.